Manufacturer narrative:
Based on available information, the determination is that this is a reportable malfunction. The tracheostomy tube with a leakage over the connector could compromise a patient's ventilation, leading to oxygen desaturation and may require that the patient be extubated and be re-intubated. An analysis on the returned sample provided was tested and did not perform to our requirement. Attempt to inflate the balloon completely with air was not possible as the balloon shrunk/deflated slowly during inflation. Area of leak was confirmed when the test was repeated with the entire tube submerged into a beaker of water. Air bubbles could be seen escaping away from the pilot assembly that there is potential of leakage at the reported spot. The leak spot was reconfirmed when the inflation test was repeated using the color water. Close examination of the tube under magnification revealed that there is a slit cut located at the pilot assembly take off point. Review of assembly batch record revealed that there is (B)(4) leak at pilot balloon assembly was detected during the leak test and the rejected parts were rejected and discarded. However, this complaint issue has been investigated previously to address the confirmed complaint and documented in the CAPA system. Note: the actual date of event is unknown, so the date used was the date we became aware.

Event description:
Air leakage was noted over the connector.